Event description:
It was reported the scale was inaccurate. There was no report of patient involvement or adverse consequences.

Event description:
It was reported the scale was inaccurate. There was no report of patient involvement or adverse consequences.